Event description:
It was reported that an educator contacted support while performing a factory reset of an ilet device and confirmed that the reset could proceed using the existing insulin cartridge, with the understanding that the press-and-hold step would take longer; the educator then walked through the reset steps and provided user education on meal announcements and the learning period after the patient experienced a low glucose episode related to a late meal announcement following correction doses. Symptoms included no reported physical symptoms during the low event. Outcomes included a lowest glucose below 40 mg/dl, approximately one hour of out-of-range glucose, successful correction with oral carbohydrates, and device alerts for low glucose; no external assistance or medical intervention was required. Investigation included troubleshooting with the educator and education on proper use, including timely meal announcements. Investigation of this case revealed that the low glucose was associated with user handling related to a missed or late meal announcement rather than a device malfunction, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with meal announcement timing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.